Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nkarta has observed particles during the cell therapy manufacturing process. A critical investigation has been initiated to further determine root cause of the particulates and to potentially identify the source(s). A third party analysis was performed on particulate samples and characterization of particles include: pet polyester. Cellulose; colored (yellow, tan, blue) and colorless. Nylon. Nkarta has identified vendors that provide materials upstream of the manufacturing process incident that may have contributed to the particulates found. Additional information provided: the particle was isolated in our manufacturing process. We cannot determine if the particle originated from the fluid path or non-fluid path of the double male luer. We identified the double male luer as a component that was used upstream before the particle was isolated. Hence, why we sent a supplier questionnaire related to material of contruction (moc) of the double male luer to see if the particle may have originated from the double male luer itself. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.